Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During a training session for heart lung console, a roller pump was reported to have a loose screw. There was no reported adverse consequence to a pt as a result of this event.